Event description:
It was reported that the patient experienced unspecified issue with the artificial urinary sphincter (aus). The entire aus was implanted and replaced with a new one. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.